Manufacturer narrative:
Samples were collected in plastic greiner serum tubes with a gel separator and appeared normal. Qc was within established specifications prior to and after the event and customer is currently performing maintenance per published bci guidelines. Customer declined the option of additional testing by cpls (customer product line support) service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding several erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system. Customer tested several samples from one patient for accutni and obtained results in the range of 4.28 - 7.13ng/ml. Some samples were repeated on an alternate methodology which produced negative results. The erroneous results were reported outside of the laboratory. There was no effect to patient or user with regard to this event.